Event description:
It was reported that a patient underwent an appendectomy on (B)(6) 2024 and suture was used. During the extraction of one of the needles that was used to ligate the appendix, the suture was fractured and the needle was lost. It was necessary to use an abdominal x-ray. The surgery was delayed by 85 minutes, then completed successfully. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 device not returned. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: does the needle tip retain in the patient's tissue? Yes if retained, were there any patient consequences? Please specify. There wasn't. The consequence was a longer hospital stay was there any change in the patient¿s post-operative care due to the prolonged procedure? No. Was the needle piece removed or is it planned to be removed? If yes, please provide details. Yes. It was removed after doing x-ray examinations to find the location of the needle in the abdominal cavity. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What was the reason for the prolonged hospitalization? Confirm that the needle is removed from the patient. Was the needle removed during the initial procedure? Was a reoperation required to remove the needle? (Provide details) confirm that the suture broke and was the cause for this event. If not, please explain. How long was the surgery delayed? Were there any unexpected outcomes or complications as a result of the prolonged surgery time? Was the patient¿s treatment altered in anyway due to the prolonged surgery time? If yes, please explain. Was the post-operative care changed due to this event? Please specify. Was additional dissection required in other organs/tissues other than the target tissue to remove the needle? If yes, please describe. Please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure. The diagnosis and indication for the index surgical procedure? What was the initial approach for the index surgical procedure? (Open, laparoscopic or other)? Please describe any medical/surgical intervention required for this suture event including dates and results. Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? Other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Surgeon¿s name?

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: a2, a3, e1, h6. Additional information was requested, and the following was obtained: what was the reason for the prolonged hospitalization? Observation for pain. Confirm that the needle is removed from the patient. Yes. Was the needle removed during the initial procedure? Yes. Was a reoperation required to remove the needle? (Provide details) use of intraoperative x-rays. Confirm that the suture broke and was the cause for this event. If not, please explain. The suture that broke made the surgery take longer. How long was the surgery delayed? 85 min. Were there any unexpected outcomes or complications as a result of the prolonged surgery time? The prolonged surgery time. Was the patient¿s treatment altered in anyway due to the prolonged surgery time? If yes, please explain. No. Was the post-operative care changed due to this event? Please specify. Longer surgical time. Was additional dissection required in other organs/tissues other than the target tissue to remove the needle? If yes, please describe. No. Please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure. 34-year-old female patient. The diagnosis and indication for the index surgical procedure? Appendectomy. What was the initial approach for the index surgical procedure? (Open, laparoscopic or other)?. Laparoscopy. Please describe any medical/surgical intervention required for this suture event including dates and results. Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? No. Other relevant patient history/concomitant medications? No. What is the physician¿s opinion as to the etiology of or contributing factors to this event? Suture defect. What is the patient's current status? (B)(6) with an adequate postoperative period, favorable evolution, no signs of sirs, afebrile, wounds without infection, abdomen without signs of peritoneal irritation. They discharge. (B)(6) outpatient consultation: healthy wound and stitch removal. Surgeon¿s name? (B)(6).